Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during performing implantation of a short trochanteric fixation nail anti-rotation (tfna) it was noticed that reaming was necessary to insert the nail fully into the canal. The flexible reamer with reamer head was inserted down the femoral canal without the reaming rod and was then removed. It was realized that the opening reamer head had fallen off inside the femoral canal. The surgeon made the decision to proceed with the surgery and leave the instrument in the distal femoral canal. The procedure was completed with no delay. This report is for a reamer head. This is report 1 of 1 for (B)(4).